Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported negative ultrafiltration (uf) readings at the end of the therapy for the past 3 weeks using the homechoice system for automated peritoneal dialysis (apd) therapy. The incident was reviewed over the phone with the tsr, which revealed the hp felt he had so many negative uf readings that he retained too much solution and had to go to the hospital. The hp related he used a cycler at the hospital for peritoneal dialysis with the same therapy settings and same dextrose concentration without difficulty. The hp feels the negative uf readings are being caused by the cycler and requested a swap. The hp indicated he also sometimes gets low drain volume alarms during therapy. The tsr subsequently swapped the customer's device. The tsr discussed with the caller use of manual continuous ambulatory peritoneal dialysis (capd) exchanges for peritoneal dialysis until the arrival of the replacement device. Follow-up with the hp revealed the hp had been hospitalized in (2008) with fluid in his lungs and around his heart for approximately 1 week. The hp received peritoneal dialysis therapy with the hospital's machine while hospitalized and the excess fluid was removed from his body. Upon his return home from the hospital, the hp contacted baxter and arranged for a swap of the cycler (the following month). The hp has since received the replacement cycler and has been using without difficulty. It was explained that the cycler would be sent to the product analysis laboratory for evaluation once it is received. The hp expressed understanding. During a follow-up call with one of the home patient's (hp) peritoneal dialysis nurses ten days later, the nurse indicated that she had no additional information regarding the incident. However, she did indicate that the hp is doing very well now with the replacement homechoice device, receiving positive ultrafiltration readings, and has had no further problems.